Manufacturer narrative:
Lot number: 21923154, 21817068, or 21817069. Device evaluated by MFR. Returned product consisted of a solent omni thrombectomy system. The pump number for the device is 21731831-021. The pump number was reviewed and confirmed that the complaint device was from one of the following finished goods batches: 21923154, 21817068, and 21817069. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Blood was inside the device and the waste bag was cut-off and not returned for analysis. There were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the angiojet ultra console. The complaint device failed to prime and the 'connect saline supply' error was displayed on the console. The shaft was cut at a severe kink 34.5cm distal of the strain relief and it was revealed that the hypotube was separated. The shaft was kinked causing the hypotube to become broken. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime. Product analysis confirmed the reported event, as the shaft was kinked causing the hypotube to break and the device not to prime.

Event description:
Reportable based on device analysis completed on 08-june-2020. It was reported that the device displayed an error message. The target lesion was located in the left iliac vein. An angiojet solent omni thrombectomy catheter was used for treatment. The device stopped working after the catheter worked for 38 seconds. The system alerted a 'check saline supply' error and there was a liquid leaking from the pump. The error was unable to be cleared. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the hypotube was separated.